Event description:
Looks like might cause deep vein thrombosis. The jobst medical compression hose elastic fabric doesn't compare with the u.s. Made before 2018. The hose have been outsourced to (B)(6). The fabric is weak and lets the blood stagnate at the ankles, causing awful and very uncomfortable swelling / ligation making 2-3 white rings around ankles. This could cause a blood clot. The hose had been recommended way before 2018 by a doctor, as I was getting spider veins and tired legs. This outsourcing is bad for our economy and bad for health. These hose are not inexpensive either, almost (B)(6). Incident date: (B)(6) 2020. Purchase date: (B)(6) 2020. (B)(4). FDA safety report ID# (B)(4).